Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported having a sensor with a bent cannula, and the insulin pump failed to alarm no delivery. Customer changed the set since this incident occurred. Troubleshooting showed that the insulin pump was functioning properly. No further information was provided.